Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated through insulin pump. Customer's blood glucose level was over 500 mg/dl and the sensor glucose reading was 512 mg/dl. Customer declined troubleshooting. The sensor was not returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm noted during testing. Device functioning properly.